Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted concurrently with sling removal due to sui. It was reported that following insertion the patient experienced urinary/bowel problems and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and miniarc was implanted. The patient underwent another procedure on 02/06/2013 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.